Event description:
It was reported that during the meniscus repair surgery, t1 and t2 deployed simultaneously. No significant delay or patient injury were reported. Procedure was completed with a back up device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the insertion needle however t1 was returned. The device was functionally tested for proper actuator advancement and cycling and was found to function. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Pedo not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.